Event description:
It was reported that the wake button on the pump was delayed in responding to being pressed. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.